Event description:
It was reported that the fiber broke. Procedure and patient outcome information was not provided.

Event description:
It was reported that the fiber broke. Procedure and patient outcome information was not provided. Additional information was received stating that the fiber stopped working after 66,042 joules of use and 12:37 minutes. The fiber tip was cleaned during the procedure. The procedure was completed with a second fiber. Patient outcome information was not provided.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap had a circumferential fracture on the distal side of the fiber/cap fusion zone. The fiber proximal to the fracture can rotate independently of the metal cap. In additional the glass cap exhibited severe devitrification and there was moderate charred detritus adhesion on the metal cap. The outer flow tubing open end had minor scratch marks and mild contamination with biological material. The fiber was tested on a hene laser fixture, the aim beam was present at the output window and there were no breaks along the fiber length. The connector cone, segments and tabs appeared to be in good condition and secure. Due to the observed glass cap distal fracture, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. It is probable that a temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture. After review of all the information provided, the reported event does not meet the complaint criteria as there is no device malfunction, non-conformance or patient impact associated with the subject device.